Event description:
It was reported that on (B)(6) 2010, due to positive stress test, the patient underwent the index procedure with the deployment of one an unspecified promus stent in the first obtuse marginal artery (om1). On (B)(6) 2012, the patient experienced angina. The patient was admitted overnight, for observation in the cardiac diagnostic unit. The patient underwent percutaneous coronary intervention. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency and the product was not returned. The reported patient effects of angina and restenosis, are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.